Event description:
It was reported that after the treatment patient had an allergic skin reaction around a leg ulcer (right lower leg). The problem has been solved through remove the product and by rinsing with nacl and was confirmed that the wound area is macerated.

Manufacturer narrative:
We have concluded our investigation into this report for product 66001295 iodosorb ointment 20g. The product, intended to use in the treatment, was not returned for evaluation. As no sample was returned, an inspection could not be performed. A batch record review was performed for lot bbf011 and no issues were identified which could contribute to this event. A relationship between the reported event and the product could not established. A three-year complaint history review was completed. There have been no other complaints reported for a similar issue. A clinical evaluation was performed and concluded the root cause of the reported issue cannot be determined. However, the IFU does state ¿occasionally, product may cause the skin around the wound edges to swell or redden. This will usually pass.¿ the iodosorb ointment is a sterile formulation of cadexomer iodine which can cause a burning sensation upon application. Since the reported issue has been communicated as solved and no clinically relevant supporting documentation was provided for inclusion in a medical investigation, no further assessment is warranted at this time. It can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. The product met all specifications upon release into distribution. There have been no changes to the manufacturing process or raw materials used that may have caused or contributed to the incident highlighted in this complaint. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Complaints of a similar nature will be continue to be monitored for any adverse trends.